Manufacturer narrative:
On april 18, 2023. The international distributor sent an update that they had checked the pump and were unable to duplicate the original allegation. On april 18, 2023. The international distributor sent an update that they had checked the pump and were unable to duplicate the original allegation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy.